Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the therapy connector connection is not stable and "connect cable message" is displayed. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker further evaluated the replaced part at the product analyses center (pac) and the cause of the reported issue was determined to be due to the w01 therapy connector assembly. The pin 10, connected to the black conductive wire (common ground) caused intermittent contact loss.

Manufacturer narrative:
A stryker service representative performed an initial evaluation of the customer¿s device and observed that the therapy connector connection is not stable and "connect cable message" is displayed. After replacing the therapy connector and completing some unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the therapy connector connection is not stable and "connect cable message" is displayed. In this state, the device may not be able to provide defibrillation therapy, if it were needed.there was no report of patient use associated with the reported event.